Event description:
A customer reported the screen on their glidescope go monitor went black during intubation. They were able to manipulate the blade connector and the screen would flicker. The procedure was completed using a backup glidescope go monitor which was readily available. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to verathon's test blade and video baton, the system produced a normal image. The tsr tried moving the monitor arm up and down rapidly, slowly wiggling the connection, detaching and reattaching the test devices, and power-cycling the monitor with test devices attached. No imaging issues were observed. The monitor passed verathon's device functionality testing and confirmed to be within specification. The customer's laryngoscope that was connected to the monitor during the reported incident was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.